Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies and to address the issue. Reportedly, the customer is using cold insulin. Tandem clinical support informed customer that using cold insulin, is off label per the user guide.. There was no adverse impact to the customer¿s blood glucose level. Ultimately, the customer reverted to an alternate source of insulin therapy.